Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of two (2) small volume intermates ruptured during filling with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured june 7, 2018 - june 8, 2018. The actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection on the sample photos revealed that both samples had a ruptured bladder. The reported condition was verified for both samples. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.